Event description:
It was reported the customer was having troubles with their infusion site. The customer's mother stated insulin was not being delivered to her daughter's body. The mother also reported a bent cannula. The customer's mother also reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 500 mg/dl. The mother reported that the daughter was hospitalized due to diabetes ketoacidosis. She also stated the daughter's blood glucose would not lower although they had changed the infusion sets multiple times. The mother stated the daughter's blood glucose was stabilized and she was released from the hospital. The mother was advised to call back when the customer was out of school to troubleshoot the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).